Manufacturer narrative:
The customer was contacted via email by a philips technical support specialist requesting additional information. The email response provided by the customer indicated that the problem was resolved. The customer did not provide any additional details and asked that the case be closed. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the alarm volume does not work even though the sound is turned up. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.